Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed that the device delivered inappropriate high voltage therapy for af with a rapid ventricular response. The device was explanted and replaced. The patient was in good condition following the procedure.